Manufacturer narrative:
The complainant was unable to provide the suspect device lot number or upn number; therefore a review of the batch history, historical trending, and similar complaint trending review for the product family could not be conducted. A labeling review identified that this device was not used per the directions for use (dfu) / product label. Therefore the most probable root cause is user / use error. This root cause is assigned due to the fact that the dfu / product label states "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only."

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal stent placement procedure for a post bariatric surgery leak performed on (B)(6) 2005. According to the complainant, another ultraflex stent was placed on (B)(6) 2005 for the management of persistent post bariatric surgery leak. The placement was uneventful, with no adverse events. Four days after the second stent was placed, on (B)(6) 2005, the patient experienced bleeding, and was treated endoscopically with adrenalin injection. The bleeding was reported as stent related, moderate in severity, and resolved without sequelae. A polyflex stent was placed on (B)(6) 2006 inside the ultraflex placed on (B)(6) 2005 per treatment plan. The stents were removed on (B)(6) 2006 without complications or adverse events. The fistula was healed, and the patient's health status was reported to be "excellent." Refer to manufacturer report # 3005099803-2010-01289 for the ultraflex esophageal stent placed on (B)(6) 2005. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received: the ultraflex esophageal stent was partially covered. The cause of the bleeding was reported as due to an ulcer at the distal end of the stent, probably related to pressure-induced necrosis. The patient's hemoglobin changed from 10.3 to 7.1 g/dl, and no transfusion was necessary. This bleeding is attributed to the stent itself, and not to the procedure. The complainant stated that this may occur with any self-expanding metal stent when they are placed in a transcardial position.

Manufacturer narrative:
(B) (4). Upn unknown; device information reported as ultraflex esophageal stent: length (full, body) 15 cm; diameter (flange/body) 18/23 mm. Covered. (B) (4) - no code available (medical intervention required) (B) (6) study source: retrospective review of temporary stenting for the endoscopic management of post bariatric surgery leaks (pbsl) and esophageal leaks (el). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal stent placement procedure for a post bariatric surgery leak performed on (B) (6) 2005. According to the complainant, another ultraflex stent was placed on (B) (6) 2005 for the management of persistent post bariatric surgery leak. The placement was uneventful, with no adverse events. Four days after the second stent was placed, on (B) (6) 2005, the patient experienced bleeding, and was treated endoscopically with adrenalin injection. The bleeding was reported as stent related, moderate in severity, and resolved without sequelae. A polyflex stent was placed on (B) (6) 2006 inside the ultraflex placed on (B) (6) 2005 per treatment plan. The stents were removed on (B) (6) 2006 without complications or adverse events. The fistula was healed, and the patient's health status was reported to be "excellent". Refer to manufacturer report # 3005099803-2010-01289 for the ultraflex esophageal stent placed on (B) (6) 2005. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.